Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a crossover approach. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. After the lesion was crossed with jupiter max guidewire, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced but failed to cross the lesion. Subsequently, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced, but it also failed to cross the lesion. The crossover was discontinued and a change to the approach from the left bra was performed. After the lesion was crossed again with jupiter max guidewire, a 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during inflation at 8 atmospheres, the balloon ruptured. A 2mm x 20mm x 143cm coyote es balloon catheter was advanced, but it also ruptured during inflation. The procedure was completed with a 4mmx2cm coyote balloon catheter. There were no patient complications reported.